Event description:
It was reported that unspecificed number of bd luer-lok¿ 10 ml bulk pack luer lock tip without safety was received damaged and the sterility of the product is compromised. The following information was provided by the initial reporter: multiple pallets of material were received with damage to shipping boxes, causing materials to spill out.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 1213809-2023-00681 was sent in error. Damaged or open shelf carton or case where sterility of the product is not compromised is not considered to be a reportable malfunction. MFR#: 1213809-2023-00681 is void as a result.

Event description:
It was reported that unspecified number of bd luer-lok¿ 10 ml bulk pack luer lock tip without safety was received damaged and the sterility of the product is compromised. The following information was provided by the initial reporter: multiple pallets of material were received with damage to shipping boxes, causing materials to spill out.

Event description:
It was reported that unspecified number of bd luer-lok¿ 10 ml bulk pack luer lock tip without safety was received damaged and the sterility of the product is compromised. The following information was provided by the initial reporter: multiple pallets of material were received with damage to shipping boxes, causing materials to spill out.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.